Manufacturer narrative:
The device was not returned resmed for an evaluation. The customer was issued with a replacement battery pack to resolve the issue. Resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device had a faulty external battery. There was no patient harm or serious injury reported as a result of this incident.